Event description:
The customer reported that during an rf kidney ablation the patient sustained a chronic injury to the kidney. Postoperatively the patient had urinary leakage from the needle puncture site. Evaluation showed a long urethral stricture (>50 of the length of the ureter). Patient has opted for a long term pyelostomy drainage of her kidney. This might be wise because her kidney function is impeded and nephrectomy would put her in risk of dialysis. No other treatment was provided, just the pyelostomy.

Manufacturer narrative:
(B)(4). The site has indicated the incident device is not being returned to covidien for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.